Manufacturer narrative:
The customer stated that the device had already been discarded, so it could not be returned for evaluation, and a lot number could not be provided.

Event description:
The customer reported that part of a gvl 3 video laryngoscope stat broke off during a procedure; there was no patient harm.